Event description:
One hundred and twenty-five (125) mg of cardizem was added to 100cc 1/2 ns and hung at 12:20 pm on 2/11/96 to infuse at 5cc/hr, via infusion pump on secondary. Primary was set on 80cc/hr but was turned off. One hour later, nurse checked infusion and it appeared to be working properly. There was little fluid infused. However, at 3:00 pm, the secondary IV bag was empty and the primary IV was infusing. The infusion pump showed 98cc left to infuse from the secondary IV. The nurse states the alarm had sounded during the infusion, but does not recall which alarm was going off. She assumed since the rate was so slow, the alarm was for "occlusion." The nurse reset the secondary flow rate. The nurse is not aware of any other nurse addressing the alarm system of this pump. There was no change in the pt's vital signs after this incident. Infusion pump was inspected by the bio-med engineer. He could not duplicate the incident. No malfunction was detected.